Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Reportedly, the customer jumped into the pool with the pump on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.